Manufacturer narrative:
One device was returned for repair with complaint of mismatching internal and external serial numbers. No repair history found. Complaint confirmed by comparing the serial numbers. Verified that they are not identical. Device is repaired by correcting the internal serial number. The main cause of customer's complaint was the incorrect internal serial number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there were mismatching internal and external serial numbers. Issue was found during testing. No patient harm was reported.